Event description:
A pediatric patient went to the operating room for diagnosis: severe medically intractable dystonia, prior placement of deep brain stimulators and depleted pulse generator. This was followed two days later with the replacement of a malfunctioning pulse generator. The intended procedure was to surgically replace a deep brain stimulator (dbs) battery. The battery failed and the patient had to go back to the operating room for a second placement. Manufacturer response: medtronic said that the battery was received and that it was to be tested. Our facility would like to receive a report back asap so that we can resume our deep brain stimulator implantation program (temporarily on hold until the surgeon knows that the problem is understood).